Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: analysis of the submitted log file confirmed a brief low speed event; however, this event appeared to occur due to the initiation of the motor stop command. The submitted log file contains data from (B)(6) 2020 at 10:31pm through (B)(6) 2020 at 11:25am. One brief low speed event was observed in the file, on (B)(6) 2020 at 01:22:25 pm, in which the pump speed was captured at 220 rpm (8180 rpm below the low speed limit). The low speed hazard and low flow hazard alarms were active at this time. It should be noted that this brief low speed event was immediately following a motor stopped command. The pump speed remained above the low speed limit before and after this event. No notable trends in pump parameters were observed. Additionally, one no external power event was captured on (B)(6) 2020 while the patient was supported by the mobile power unit (reported under MFR # 2916596-2020-02402). No additional atypical alarms were captured throughout the file. The system appeared to be operating as intended. Although the center initially reported concern for a short-to-shield driveline issue due to the low flow, low speed event, it was later reported that there was no other reason to have concern for a short-to-shield issue (other than the low speed event, which appeared to be due to the initiation of the motor stop command). The patient did not have any further alarms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU explains how to use the pump stop button to turn off the pump and states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. This IFU and the heartmate ii lvas patient handbook also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of short-to-shield is referenced under MFR# 2916596-2020-01818. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low flow, low speed advisory alarm on (B)(6) 2020. There was a concern for short-to-shield again. Log file analysis revealed that a motor stop command was activated on the system monitor causing the pump stop event on (B)(6) 2020 at 1:22pm. There is no other unusual events, and the device is working as intended. Additional information received stated that pump stop command was not pressed, there have been no further alarms and there is no reason to suspect another short-to-shield event.